Event description:
The customer used the device to check their blood glucose prior to going to bed and obtained a result of 208mg/dl. Customer fell unconscious and their spouse called the paramedics. When the emt's arrived they checked their glucose on their equipment and the level was 32mg/dl. Customer was treated with a dextrose IV and taken to the hosp. At the hosp the doctor found customer had pneumonia and placed them on antibiotics. Level one control was in range on the system. The device was replaced and requested to be returned for eval.